Event description:
It was reported that the pt had her device explanted due to a lack of therapeutic effect, a burning sensation, an overstimulation sensation, shocking and pain. The event was attributed to the device system. Reprogramming was attempted. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4).